Event description:
During patient use, the extension set disconnected from an unspecified peripheral IV catheter. It was unknown what solution was being infused and how the disconnection was discovered. The pt did experience an unspecified amount of blood loss. The extension set was replaced with a new extension set. There were no reported adverse pt effects. No medical interventions were required.